Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/25/2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reported that the unit failed flow accuracy testing. The customer reported there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date of report : 11jul2019, date rec¿d by MFR :10jul2019. The customer support performed diagnostic and confirmed flow sensor check failed. The customer support then replaced the flow sensor and the unit is now back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.